Manufacturer narrative:
(B)(4): the returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
Device 1 of 6. Reference MFR. Report #1627487-2015-06479, 1627487-2015-06480, 1627487-2015-06481, 1627487-2015-06482, 1627487-2015-06483. It was reported the patient was experiencing swelling and redness at his scs ipg site as well as raised skin along the patient's lead path. The patient was prescribed antibiotics. Additional information received identified the patient's ipg pocket appeared to be infected. Surgical intervention took place on (B)(6) 2015 at which time the entire system was explanted. The patient had two model 3341 extensions from the same lot implanted as part of his scs system.